Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the elbow disconnected from the inspiratory limb of two rt380 adult dual heated evaqua2 breathing circuits. The first event occured on (B)(6) 2015 after seven days of use and the second event occurred on (B)(6) 2015 after six days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the inspiratory limbs from the complaint two rt380 adult dual heated evaqua 2 breathing circuits were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection of the returned inspiratory limbs revealed that the proximal connector on both inspiratory limbs was loose. Damage was found to the elbow and patient end cuff of both tubes. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine the cause of the reported event. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the damage occurred after the products were released for distribution. The user instructions that accompany the rt380 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the elbow disconnected from the inspiratory limb of two rt380 adult dual heated evaqua2 breathing circuits. The first event occured on (B)(6) 2015 after seven days of use and the second event occurred on (B)(6) 2015 after six days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint devices for evaluation. Our investigation is in progress and we will provide a follow-up report upon completion of our investigation.